Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tension gauge fractured during surgery while trialing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination confirms the fracture on the device. Dimensional evaluation indicates that the device conforms to the measurable print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.